Event description:
Procedure type: laparoscopic low anterior resection. According to the reporter, the tip of the cannula broke while removing a surgical stapler through it from the patient. An additional versastep trocar was used to complete the procedure. Segments of the devices did fall in the cavity, but were removed with an endo grasper hand instrument through another trocar. Incision and or time were not extended. The procedure was laparoscopic low anterior resection (anal verge 4cm), patient female, weight not known, health history: low rectal cancer. No other information was given, the procedure was successfully completed. No patient injury was reported.